Event description:
Additional information received reported that the ins was replaced and impedance became stable. The patient was receiving effective therapy with the new ins.

Manufacturer narrative:
Product ID: 3389-28, lot# v343726, implanted: (B)(6) 2010, product type: lead. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. (B)(4).

Event description:
Additional information received reported the deep brain stimulation (dbs) lead remained implanted but it would be explanted. It was stated the dbs lead was inconclusive because high and varied impedances were encountered and they could not be isolated to a component or resolved through extension revision. An electrode replacement was planned but the cause and resolution of the event was unknown.

Event description:
Additional information received reported that the surgery to replace the extensions was performed on (B)(6) as the impedance values were unstable. However, during the subsequent observation the patient¿s symptoms did not improve. It was noted that on (B)(6) (the date described varied), the implantable neurostimulator (ins) was replaced and the symptoms improved. It was noted that even after the exchange the defective points were unclear and so more information was wanted. It was noted that the cause could not be identified. It was noted that the patient¿s clinical course was under observation. The target disease was not dystonia. It was noted that there were no health hazards to the patient.

Event description:
Additional information received clarified the initial translation as follow. It was noted that abnormalities were found when resistance value was measured and so specific leads and extension connectors were removed and examined. It was further noted that the abnormal values were indicated during the check-up at the implant facility. It was noted that because abnormal values were also found during this time the patient would be checked again after changing contacts. It was noted that an operation was performed by the department of neurosurgery to obtain a measurement.

Event description:
It was reported that at the time of the measurement of impedance, an abnormality was confirmed. It was noted that to specify an abnormality site, they confirmed the connection part of the lead and the extension. It was noted that the value was abnormal at that moment too, so they exchanged the contact and decided to follow-up. It was noted that they did not replace the device. It was reported that pre-operative there was high impedance of over 2000 ohms on electrode pairs 0 to 3 and 1 to 3. It was noted that all monopolar impedances were within range. It was reported that impedance testing of only the lead at 0.7 volts there was high impedance between contacts. The values were: 0 to 2 ¿ 4093 ohms, 2 to 3 ¿ 4507 ohms, and 0 to 3 ¿ 4667 ohms. It was reported that immediate post-operative there was high impedance of over 2000 ohms between contacts 0 to 2, 0 to 3, and 1 to 3. It was noted that the therapy impedance gave a reading of ???. It was noted that all monopolar impedances were within range. It was reported that on a post-operative impedance test there was high impedance of over 2000 ohms between contacts 0 to 3. It was noted that all monopolar impedances were within range. It was reported that on a second post-operative impedance test there was high impedance of over 2000 ohms between contacts 0 to 2, 0 to 3, and 1 to 3. It was noted that all monopolar impedances were within range. It was reported that after the connection without the cover there was high impedance of over 2000 ohms between contacts 0 to 2, 0 to 3, and 2 to 3. It was noted that all monopolar impedances were within range. It was reported that after connecting and cover after mounting there was high impedance of over 2000 ohms between contacts 0 to 2, 0 to 3, 1 to 2, 1to 3, and 2 to 3. It was noted that all monopolar impedances were within range.

Manufacturer narrative:
(B)(4): analysis of the implantable neurostimulator (s/n (B)(4)) found no anomaly.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the extension was replaced but the impedance was still unstable. The patient was receiving effective therapy with the new stimulator.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.